Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the basal rate changed to 0.1u/h. The basal rate reset automatically, the basal rate that was originally programmed on the infusion device for this timeblock was 0.5u/h. No adverse event was reported. The infusion device was requested to be returned for product evaluation.